Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit had a gas leak alarm. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6))). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, he disconnected and reconnected the tubes and restarted the pumping no error after, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.